Manufacturer narrative:
Initial reporter phone number: (B)(6); initial reporter fax number: fax: (B)(6). Medical device expiration date: unknown, device manufacture date: unknown. (B)(6). Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends investigation conclusion: unable to confirm the customer experience as no sample and no photo was returned. End user risk assessment as per p-eura document, eurap2053005, severity is severe (s4) occurrence = (sum of defective samples for all complaints / batch quantity) x 1,000,000 = (2/ 36,000) x 1,000,000 = 56 ipm which is occasional (o3) the risk is unacceptable per (B)(4). Root cause description: as no sample and no photo was returned, a review of past 12 months quality notification was performed. No similar quality notification was raised for the reported defect. Therefore, the root cause cannot be determined. Complaint will be reopened when sample is returned. Rationale: the root cause cannot be determined. Complaint trend would be monitored.

Event description:
It was reported that venflon pro safety 18ga 1.3 mm od 45 mm l had a failed safety mechanism. The following information was provided by the initial reporter: "safety mechanism is not activated on two pieces. In one case, mr. (B)(6) stabbed himself during an application on a patient. Afterwards, two further samples were examined, in which the safety mechanism also failed in one of them. Defective items were destroyed. Other samples of this batch are no longer available because they are used."